Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation- breast: observed, one opening on posterior side assessed as fold flaw opening. ¿ capsular contracture- breast: unable to observe since it is not related to the device. Additional observations: ¿ creases are observed. ¿ missing of plug strap assessed as inconclusive. ¿ white particles calcification-like were observed on the shell. ¿ broken striated on plug strap assessed as surgical damage. ¿ yellow particles on device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional additionally reported "any creases and particles in valve."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "change in the size of breast," "asymmetry," and "textured implants." Healthcare professional additionally reported "hole, non specific," "mazodynia," "capsular contracture baker grade unknown," "possible leakage," and " loose skin involving the circumareolar area." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional later confirmed baker grade iii.